Event description:
--

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned severed in two segments at 19.8 cm from is-1 terminal pin. Visual inspection revealed proximal shocking coil slightly parted and both wires are fractured approximately 34 cm from is-1 pin. This type of damage is most likely caused by entrapment in the clavicle/ first-rib region and confirms the clinical allegation.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The lead was explanted. During the procedure, a fracture was noted due to a sharp bend in the proximal coil. There were no additional adverse patient effects.